Event description:
It was reported that the zimmer air dermatome skipped and chewed up the graft. The surgeon had to harvest an add'l graft with an alternate available device, without an increase in surgical time. There was no add'l surgical intervention required.

Manufacturer narrative:
The device was returned to the MFR for repair. The service report indicates that the device is 20 years old the last repair was on (B)(4) 2011, for a non related issue. The inspection found the master blade measurement was out of spec. The device was returned with nicks on the control bar and width plates. The cause of the reported complaint cannot be verified; however the blade to control bar measurement out of spec may have contributed to inconsistent thickness cutting. The blade extending forward of the control bar, which was the case with this device, could indicate an inconsistently cut graft thickness. It is unclear if this would cause "skipping", as was indicated. The device was serviced and returned to the customer.